Event description:
We have been informed that during surgery, the silicone oil infusion hose disconnected from the luer lock of the 3 way. Most of the silicone oil had been injected in the eye when the event happened. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The involved infusion line and stopcock were not returned for investigation. Without the involved product, no visual inspection or functional testing could be performed to confirm any product failure. Device history record review revealed no deviations. Based on a picture that was taken during surgery, it was clear that a regular infusion line was used rather than a vfi (viscous fluid injection) tube set. The risk of applying high pressures on a regular infusion line are known to surgeons based on education and training. We will monitor the occurrence rates, as this is just the first complaint of this nature. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The analysis includes all complaints with failure modes ia-inf-stopcock-disconnect related to comparable trocar systems(distribution figures up to and including 31-05-2023).

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during surgery, the silicone oil infusion hose disconnected from the luer lock of the 3 way. Most of the silicone oil had been injected in the eye when the event happened. No report that actual patient harm occurred or surgery was prolonged > 30 min.